Event description:
The customer reported to philips healthcare that the ac female connector came off of the heartstart mrx. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.